Manufacturer narrative:
Initial reporter address: (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photo was performed and found the product wet. The provided picture did not identify any abnormalities as only the label of the dialyzer was visible. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that before use, during the priming process with one (1) unit of a polyflux 140h set, an external fluid leakage located in the middle cap was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H3: the actual sample was not available however, sample picture was provided for investigation. The visual inspection of the provided photo did not show the reported failure, it showed only the wet product with the product label. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.